Manufacturer narrative:
Reliability laboratory technician, not applicable. - st. Jude medical (B)(4) reliability laboratory. No complaint was received with return of the device. Failure (event) observed during analysis. Analysis found that the proximal and distal insulations were damaged from 20.3 cm to 22.2 cm from the pin due to clavicular crush. The proximal coil was fractured at the same location.

Event description:
This report is to advise of an event observed during analysis.